Event description:
Boston scientific received information that during a follow up this device had triggered elective replacement indicator (eri) and only a month later triggered end of life (eol). The patient experienced a ventricular tachycardia and during the first attempt the charge time was > 45 seconds and a fault code appeared, while the second attempted shock had a charge time of 14.1 seconds and converted the patient arrhythmia. This device was explanted and replaced, and will be returned.

Event description:
--

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times , and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.